Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a pd patient encountered an air detected in cassette warning during drain 2 of 3 during pd treatment. Treatment was cancelled and when the cassette was removed from the cycler. Fluid was seen in the pump module area of the cycler. Fluid leaked from an unknown area. The patient was advised by technical services to continue to use the cycler the next day. In a follow up, a pdrn verified that the patient did not experience any harm, adverse event or intervention. The cycler set is not available to return for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: h.3. The sample was received with original package, identified with product number and lot number. During the disinfection of the complaint sample, the alleged failure mode was confirmed; a leak was found in the cassette film. During the visual inspection with the microscope a hole in the film was found, this kind of damage could have the following causes as per risk analysis 509434: pump door is sharp per closes unexpectedly during set up. Stress and strain on the film during teach pump when mushroom head is fully extended against the cassette dome, especially with a large misalignment between cassette and pump. Finishing problem due to a sharp point created or cassette damaged mechanically. Shipping or transportation damages the product. A device history record review was performed for the involved lot of the product and there were no non-conformances or any associated rework related with the alleged failure mode during the assembly process of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a pd patient encountered an air detected in cassette warning during drain 2 of 3 during pd treatment. Treatment was cancelled and when the cassette was removed from the cycler. Fluid was seen in the pump module area of the cycler. Fluid leaked from an unknown area. The patient was advised by technical services to continue to use the cycler the next day. In a follow up, a pdrn verified that the patient did not experience any harm, adverse event or intervention. The cycler set is not available to return for investigation.